Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on ventricular lead was observed. The oversensing was noted on a stored egm. The device sensitivity setting was re-programmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during a subsequent follow-up, the post-paced t-wave oversensing continues to observe. The device was reprogrammed and remains implanted. The patient was asymptomatic and had no adverse effects.